Event description:
It was reported the tlc55 and tlc75 were used during a small bowel resection. It was reported the surgeon fired the tlc55 and there were malformed staples. Another was opened but the surgeon decided to use a tlc75 instead because it was the same lot number as the first tlc55. There were malformed staples after firing the tlc75. A second tlc75 was opened to complete the case. There was no consequence to the pt.